Event description:
Procedure type: urological/gynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Additional information requested but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for a "pelvitex."